Event description:
The customer reported that during a microwave ablation procedure, the antenna broke. There was no complication or injury to the pt and it was easily removed intact through the skin with only a delay of several minutes. The ablation case was finished successfully. It was reported that multiple antennas broke in 2 procedures with this doctor. This procedure included MFR report# 1717344-2010-00895, 1717344-2010-00896, 1717344-2010-00897, 1717344-2010-00899, 1717344-2010-00900 and 1717344-2010-00901.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted. Covidien is following up with their rep and the doctor to review the procedure and technique for this unusual number of broken antennas.